Manufacturer narrative:
Per the tandem user guide: "never submerge the pump in water or use any other liquid to clean it."

Event description:
It was reported that an unspecified malfunction alarm occurred. Reportedly, the pump had been worn while swimming and was submerged in water for an unspecified amount of time. The customer reverted to an alternate method of insulin therapy. There was no adverse impact to the customer¿s blood glucose level.